Manufacturer narrative:
(B)(4). Evaluation of explanted device is in progress. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A surgeon reported that a cv232 iol implanted with no reported complications in the left of a patient in 2005 has been explanted and replaced 2 days later due to an opacity which is circular just below pupillary axis extending to periphery on iol. Corneal status immediately post op was clear and prognosis stated as fair. No further information is available.